Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a shoulder arthroscopy took place. The needle tip broke during insertion. It was not possible for the surgeon to remove the broken fragment. It is not possible to receive further information from the customer.